Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the unspecified proglide device issue was observed during unpacking the proglide device. There would be no patient involvement. No additional information was provided. Returned device analysis reveals the proglide device was used in the patient. A proglide device issue occurred during use. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported unspecified failure mode was observed as a posterior needle to cuff miss/suture retrieval issue. Based on the returned device condition, the reported difficulty and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.